Manufacturer narrative:
The end user reported that she refroze a single-use cold pack multiple times despite the fact the label stated: "discard after use." No leaks were identified by the end user. After using the pack, she experienced discomfort and found her skin to be inflamed. Medical attention was sought and the physician prescribed silvadene. The sample was not returned for eval. The labeling on the pack states: "single use only. Do not reuse." The warning also states: "do not refrigerate or refreeze to reuse. Single use only. Discard after use." The end user did not follow the instructions that were clearly stated on the pack. No info was provided suggesting any defect with the device. It has been determined that customer misuse was the root cause for this incident. An unspecified injury resulted to the skin. Medical attention was sought and medication prescribed. Due to the reported injury, this medwatch is being filed.

Event description:
End user placed a single use instant cold pack in the freezer to reuse the product. Skin injury resulted after applying the pack to her skin.